Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. The customer received pump reset information and assistance with resetting the pump from technical support, and the issue did not recur after the reset. Technical support advised the customer to continue using the pump and to call back if the malfunction code reappeared.